Event description:
Date notified: 3/2001. A model 754 ventilator shut down during use requiring medical intervention. An inspection revealed a battery pack was used that had exceeded its anticipated life. No serious injury resulted from this incident. The battery pack was replaced and the equipment was returned to the customer.